Event description:
It was reported by the customer that a failure was noted on transfusion set while a patient was receiving immunoglobulins in the medical day procedure unit for ambulatory care. The nursing staff noticed fluid leaking from the air inlet below the spike of the IV line and falling onto the floor. This incident is a potential cytotoxic hazard to staff and the line was not collected to avoid cytotoxic contamination. The sample was not returned for evaluation. A retain sample of the same batch was evaluated instead. The air ventilation filter function was checked and it opened and closed correctly. Furthermore, a free flow and tightness was performed on one retain sample of the complained batch without finding any non-conformity. A review of the production documents did not show any deviations related to the complaint reason. This is the only incident/ complaint with regards to this batch at the time of the initial report. Since the sample was not returned a detailed analysis of the reported event could not be performed. Therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4).